Manufacturer narrative:
Patient information requested, but not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "the pump would not infuse and displayed a constant "check IV" set message." An incomplete date of event of (B)(6) 2019 was provided.